Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: the visual inspection confirmed that the end cap is completely jammed in the expert¿ a2fn, nail. In general, the end cap / nail present heavy marks (dents) as well as abraded areas at the distal nail surface is visible. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Further attempts (with bench vice) failed to release the jammed end cap in the expert¿ a2fn, nail. Document/specification review: as the lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Summary: the returned end cap was examined and the complaint condition was able to be confirmed. The investigation has shown that the end cap is completely jammed in the expert¿ a2fn, nail. Based on the provided information and as the unknown duration of implantation of these implants we cannot determine the exact root cause of the complained issue. Multiple factors can lead to technical difficulties during removal of end cap of the nail. These factors include, but are not limited to: wrong torque or angulation of the end cap during insertion leading to cold-welding between the nail and the end cap thread, or proteins which are forming a bond between the nail and end cap thread. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during end cap removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the patient underwent a removal surgery for an unknown reason. During the removal surgery the surgeon couldn¿t remove the endcap. The hook was inserted into the screw hole and the implants were removed. Concomitant device: expert a2fn nail ø10 r cann l380 tan lig (part# 04.009.356s, lot# l310909, quantity# 1). This report is for one (1) end-cap f/a2fn cann extens. 0 tan grey. This is report 1 of 1 for (B)(4).